Event description:
The customer contacted the customer technical advocate (cta) to report that they were getting falsely low results for pt samples for multiple parameters when using a cell-dyn 3200sl system. A wbc=0.1 k/ul and hbg=8.4 g/dl was obtained. The differential results were flagged including fwbc and varlymph. The cell-dyn 3200sl did not generate an aspiration error. The sample was repeated in both open and closed mode of operation yielding results in the normal range. No impact to pt mgmt was reported.